Event description:
It was reported by the customer that a bd pyxis¿ es server all users were unable to login. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all users were unable to login. A technical support specialist inspected the station and changed configuration settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.